Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h6 -health effect - clinical code: 4581: incision enlarged an attempt has been made to obtain missing information. However, to date, no response has been received. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the preloaded intraocular lens (iol) was found to be missing when its optic stretched after the iol was implanted. The incision was enlarged and the iol was removed and replaced with a back-up iol. The incision was sutured. This prolonged the surgical time for 30 minutes. No problem with visual acuity noted postoperatively. No further details available.